Event description:
After appropriate pre-anesthesia testing according to FDA protocol, the circuit was found to leak. On visual inspection, fractures at the swivel wye of the circuit. Concurrent visual inspection of curcuits in the dept found many broken circuits.